Event description:
It was reported that the patient underwent a right total hip arthroplasty. Subsequently, the patient fell due to an unknown reason resulting in a fracture of the proximal body implant. The patient underwent a revision surgery and the proximal body was revised. All other components were retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 110010267 - g7 osseoti multihole 58mm g - (B)(6), 00625006560 - bone screw self-tapping 6.5 mm dia. 60 mm length - (B)(6), 00625006525 - bone screw self-tapping 6.5 mm dia. 25 mm length - (B)(6), 00625006550 - bone screw self-tapping 6.5 mm dia. 50 mm length - (B)(6), 30203607 - liner constrained neutral 36 mm i.d. Size g for use with g7 acetabular system only - (B)(6), 11-107017 - freedom constr hd 36mm t1 -3mm - (B)(6), (B)(6) - unknown cement - 351ba983ke, unknown - unknown large claw - unknown. H6 : mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable as this device did not fracture and was not revised. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.